Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. The failure investigation has been completed and based on the analysis, the alleged unexpected shutdown issue could not be verified.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported that pump shutoff unexpectedly. Customer's blood glucose ranged from approximately 180 to 200 mg/dl. The customer connected the pump to a power source, but the pump did not turn on. Reportedly, the customer had an alternate pump available for insulin therapy.